Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06088. It was reported the patient states the scs system is making him ill. The patient is experiencing headaches and ringing in the ears after two days of stimulation. When the scs system is turned off the headaches subside however the ringing in the ears still persists, though at a lesser intensity. Reprograming initially was able to provide effective stimulation. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced because stimulation was ineffective.